Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, catheter withdrawal difficulty occurred. The 95% stenosed target lesion was located in the moderately calcified and tortuous distal right coronary artery (rca). After the target lesion was predilated with a non bsc device, the 3.00x20mm taxus express2 drug eluting stent (des) was advanced but was unable to cross the lesion. When the physician tried to withdraw the stent delivery system (sds), it was caught with the tip of the guide catheter and could not withdraw into the guide catheter. It was confirmed that the 3.00x20mm taxus express2 des was removed as a unit with the guide catheter. The device was changed to a 3.0x16mm taxus express2 des and was successfully implanted. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
.